Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-70, serial #: (B)(4), description: linear st lead, 70 cm. Model#: sc-3138-35, serial #: (B)(4), description: scs phiii ext 35 cm. Model#: sc-4318, lot #: 19907609, description: clik x anchor.

Event description:
A report was received that the patient developed lesions near the ipg site that would not heal. The patient was placed on acyclovir but it did not clear up the lesions. The patient will undergo an explant procedure and the physician will administer an allergy test for placement of subsequent system.

Manufacturer narrative:
Additional information was received that the patient had a rash since implant. The physician believed that the rash was dermatomal and not device related. The patient underwent an ipg explant procedure and was doing well postoperatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient developed lesions near the ipg site that would not heal. The patient was placed on acyclovir but it did not clear up the lesions. The patient will undergo an explant procedure and the physician will administer an allergy test for placement of subsequent system.